Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra meter was reverting to the setup mode. The pt tests her blood glucose 4 or more times a day. She manages her diabetes with self adjusted insulin (unk type). The pt indicated that the alleged meter issue started about a week before she called lfs on the same day. As a result of the reported meter issue, the pt administered self-care by taking a decreased dose of insulin. It is not known what type or dosage of insulin the pt took. On an unspecified date/time after the alleged issue began, the pt developed symptoms of jitteriness and shakiness. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have helped to know what actions the pt took before and after the symptoms developed, what date/time the symptoms developed, and the details of her medication regimen. The reported meter issue was resolved with troubleshooting. The pt admitted that the meter reverted to the setup mode after she replaced the battery. According to the owner's manual, the date/time of the meter might need to be reset if the battery is replaced. The meter, test strips and control solution were replaced. Although there is no evidence that the meter was working improperly, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for eval, but has not yet rec'd them. If either the meter, strips and/or control solution are returned, lifescan will eval it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.